Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor. The pt's download revealed multiple memory faults, clock failure faults, and crc data error faults. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (memory fault/clock failure/crc data error) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, memory components u300, u304, u305, and u306 were found to be defective. The cause of the defective components cannot be positively identified. No adverse event resulted from the defective monitor.